Manufacturer narrative:
The device was not returned to olympus for inspection, and the reported failure was confirmed by the customer and field service. A root cause could not be identified. Based on the results of the investigation, the most probable cause of the complaint is not established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the subject device had emergency lamp repeatedly activating. This issue occurred during setup/inspection for use (during setup in room / before patient in room). There was no patient involvement.